Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose. Caller stated that the customer's blood glucose reading at the time of hospitalization was 493 mg/dl. Caller stated that the customer's insulin pump was alarming motor error and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with motor error alarm during rewind due to excessive axial play. Unable to perform functional test such as the displacement, rewind, basic occlusion, prime and no delivery tests due to the motor error alarm. Visual inspection showed the device was received with a broken motor slide, scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked rservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.